Manufacturer narrative:
Unit passed prime/delivery, excessive no delivery alarm and displacement test. No excessive no delivery alarm. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. No button error alarm. Intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. It was reported that buttons were not pressed longer than three minutes. Customer's blood glucose was 32 mmol/l. Insulin pump would need to be replaced.